Manufacturer narrative:
Tw #(B)(4). Updated sections: b4,g3,g6,h2,h3,h6,h11 the device was returned to the factory for evaluation on 01/28/2026. An investigation was conducted on 01/29/2026. A visual inspection was conducted. Signs of clinical use and slight evidence of blood was observed on the jaws . The heater wire was observed to be intact. There were no visual defects observed on the clear intact silicone insulation on both the cold and hot jaws. The shaft of the harvesting device was observed to be peeled back, exposong the metal inside of the harvesting device shaft. No other visual defects were observed. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over four (4) repetitions using "max life test method. The device successfully transected tissue four (4) times. No final testing was conducted due to the peeled shaft. Based on the returned condition of the device as well as the evaluation results, the reported failure "electrical /electronic property problem" was not confirmed, however, the analyzed failure "peeled; delaminated; shaft" was observed. The lot # 3000513909 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure or analyzed failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
The hospital reported that vasoview hemopro 2 was not heating sufficiently. Device removed, new device used which functioned as expected. No patient harm, no procedure delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Event site name exceeded character limitations: (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.